Manufacturer narrative:
The product involved in the report has not been returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 15 jul 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, the inline suction catheter broke (the twist on/off knob broke); there was no reported injury to the patient who did not require frequent suctioning.

Event description:
It was reported, the inline suction catheter broke (the twist on/off knob broke); there was no reported injury to the patient who did not require frequent suctioning.

Manufacturer narrative:
Additional information-investigation completion: d4; h2; h6. The actual complaint product was not returned for evaluation; however, the reporter provided photographic/videographic evidence; analysis of the photographic evidence confirmed the complaint as reported. Based on the evidence, the root cause of the reported failure mode has been established to be lack of solvent caused by damage in the equipment that dispenses the solvent during the control valve assembly process. In order to prevent this issue from reoccurring, the process for the semi-annual preventive maintenance of autovalves:1, 2 & 3 will be updated to add the change of solvent dispensing lines to include all stations. The device history record for lot 1586737 was reviewed and the product was produced according to product specifications. All information reasonably known as of 05 dec 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint- (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.